Manufacturer narrative:
The pod was received fully deployed. A tear to the exposed portion of the soft cannula was observed next to the sharp end of the formed needle. A leak was observed from the tear in the soft cannula. The patient history buffer data was inspected, and the algorithm functioned as expected with respect to the estimated glucose values from the continuous glucose monitor. The timing and cause of the tear to the exposed portion of the soft cannula cannot be determined. It could not be determined if the observed external tear contributed to the reported failure to deliver insulin. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level rose to over 300 mg/dl while wearing the pod between 24 and 36 hours, on their arm. The patient alleged that they were not receiving insulin from the pod. As treatment a new pod was placed. Analysis of returned device revealed a tear in the soft cannula.